Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported flap beds not smooth in patients eyes during flap creation. Patient outcomes were reported to be okay. Reporter has informed that all clinical efforts to optimize laser have been done, however reported issue continues.

Manufacturer narrative:
The system was examined. The company representative did not find any issues associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on quality assurance (qa) assessment, the product met specifications at the time of release. Based on the investigation results, the root cause of the reported event could not be determined. (B)(4).